Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several decreases in estimated flows and power consumption within the analyzed period, leading to parameters below the normal operating range as well as 377 low flow alarms logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. Based on the available information, the device may have cause or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a bleed event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced driveline bleeding and more frequent low flow alarms. The patient was admitted with symptoms of hypovolemia and low flow alarms. An echocardiogram conducted on (B)(6) 2025 revealed low filling pressures, decreased end-ventricular end-diastolic volume (eved), and issues with afterload and preload. The patient had significant low flow alarms, approximately (B)(4) since (B)(6) 2024, and some bleeding at the driveline site, although hemoglobin levels remained stable. The patient received 1 liter of intravenous fluids on (B)(6) 2025, which significantly improved symptoms and device flows. The team initially planned a cardiac computed tomography for (B)(6) 2025, but it was canceled due to the patient's improvement. It was noted that the hypovolemia was likely due to insufficient fluid intake as the patient was attempting to lose weight. The echocardiogram also indicated that the smaller eved correlated with low preload. The device remained implanted and in service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.